Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited intermittent capture. Autocapture was programmed on and loss of capture was still present with no backup pulses being delivered. It was also noted that stored electrograms showed noise with inhibition of pacing. The lead was capped and replaced.